Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The dc/dc & standard connectors printed circuit board was found faulty and needed to be replaced. Control cable replaced as well. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced dc/dc & standard connectors pcb and the logs from the ventilator were not sent to our investigation. Therefore the root cause to the reported issue could not been explicitly established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not start working. There was no patient involvement. Manufacturer's ref. #: (B)(4).